Event description:
Device turned itself on with electronic monitoring. Pt reported jolting sensation while passing through door. Pt was counseled to carry hand programmer. Pt recovered without sequela. No report of device explantation.